Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The manufacturer representative reported a power on reset (por) error code on the clinician programmer. The device was in the box. The representative was able to clear the por. The por code was 0x0004 - clock too fast. There was no patient involvement in the event.